Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation when he was near metal. His stimulation shocked him while being pushed by a police officer in a metal wheelchair and while being pushed over a metal covering on the floor, he fell and hit head following the shock. A doctor advised him to withdraw from his pain medications and have a new device system implanted. He was in the process of being seen by a new doctor on (B)(6) 2011. He had a loss of therapeutic effect. Add'l info has been requested.